Manufacturer narrative:
Standard functional tests for accuracy were performed and all results were within specification. The disposable set used by the customer was not returned for testing. The complaint could not be confirmed.

Event description:
Information received indicates the pump was set to deliver to a rate of 71ml/hr, but delivered 87ml.